Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in an arctic sun device error 79 (non-recoverable system error primary and secondary outlet water temperature sensors differ by greater than 1 °c) occurred during therapy. Powered off the device and rebooted, but same error occurred after a while. Per follow up information received via mail on 10jun2024, it was reported that the device was under investigation. The case was completed by a different machine. There was no impact to the patient(s) due to use of these devices.

Event description:
It was reported that in an arctic sun device error 79 (non-recoverable system error primary and secondary outlet water temperature sensors differ by greater than 1 °c) occurred during therapy. Powered off the device and rebooted, but same error occurred after a while. Per follow up information received via mail on 10jun2024, it was reported that the device was under investigation. The case was completed by a different machine. There was no impact to the patient(s) due to use of these devices.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The reported event is unconfirmed; therefore, the labeling review is not required. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. . UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.